Event description:
A patient came for a gastrostomy tube change due to leaking with resultant redness and irritation at the site and it had been many months since the tube had been changed. The provider had difficulty removing fluid from the balloon despite it feeling like it was internally engaged. The tube was cut several times to promote balloon deflation but the balloon still seemed to have a good internal grab. It was removed out of necessity but when removed, the balloon was found to be quite full, perhaps with ~50 ml of fluid. The patient was not hurt or particularly uncomfortable, fortunately. She did share, however, that she knew a nurse had recently put medication into the balloon port at another hospital.(B)(6), (B)(6), phone: (B)(6), email: (B)(6). Submission ID: 88541.